Event description:
A malfunction was reported on the pump, and the customer indicated no notable events occurred prior to this incident. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts provided pump reset information and assisted caller with resetting the pump.